Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer "the IV team received calls from the nursing floors that the y site on this device was cracked and is leaking while in the patient. The IV team so far has had to swap out 3 devices where the y site of the device was cracked." The needle would crack and break when accessing the port of the patient. Additional information 1/23/23. It was reported there was no immediate harm done to the patients. This report addresses the third patient and leaking device.